Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified ostial left anterior descending artery. A 3.5 runway vl guide catheter and a non bsc guide wire were placed. Pre-dilation was performed without issue utilizing a 2.5mm maverick balloon catheter. The 4.0x16mm liberte stent system was then advanced and the stent was deployed at 14atms with good results. During withdrawal of the stent delivery system, a shaft break occurred. The balloon of the liberte remained in the distal portion of the guide catheter. The guide catheter and wire were then removed together from the patient. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the mid-shaft. The break was located at the port site. An examination of the break site found clear evidence of stretching in the extrusion. An examination of the balloon found that the balloon appears inflated and is not refolded. An impression of the stent crimp is visible on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified ostial left anterior descending artery. A 3.5 runway vl guide catheter and a non bsc guide wire were placed. Pre-dilation was performed without issue utilizing a 2.5mm maverick balloon catheter. The 4.0x16mm liberte stent system was then advanced and the stent was deployed at 14atms with good results. During withdrawal of the stent delivery system, a shaft break occurred. The balloon of the liberte remained in the distal portion of the guide catheter. The guide catheter and wire were then removed together from the patient. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).